Manufacturer narrative:
(B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of low results. Customer's wife states her husband feels well and do not require medical attention. The customer's expected blood results are 160-200mg/dl fasting. Verified the strips expire 10/31/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a blood test 249mg/dl. Reviewed meter memory: (B)(6). Customers concern: 322mg/dl. No adverse events reported.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: the user had an inaccurate reference.

Event description:
Customer complains of low results. Customer's wife states her husband feels well and do not require medical attention. The customer's expected blood results are 160-200mg/dl fasting. Verified the strips expire 10/31/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed a blood test 249mg/dl. Reviewed meter memory; (B)(6). No adverse events reported.